Event description:
The patient stated that for two days, it crackled in the tire and now a bang when the patient turned the walker and the entire tire fell off."

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6). The ball bearing breakage is caused by overload of the bearing causing the retainer ring to break with the consequence that the balls are fallen out resulting in disassembly of the fork from the frame. The disassembly will occur after lifting the rollator with the consequence of destabilization that may bring the user to fall. Overloading the bearing could be caused by sitting on the rollator and its usage as ¿wheelchair¿. This risk is known and instruction for use and label on top of the seat warns about the risks.